Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that there were no packaging issues. The inner pouch was securely sealed. The device was stored and prepped as per the instructions for use (IFU). Complaint conclusion: as reported by the field, prior to the procedure, when the physician opened the packaging of an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 6948535), he observed that the stent body was detached prematurely from the delivery wire. There was no patient injury as the device was not clinically used. Additional information received indicated that there were no packaging issues. The inner pouch was securely sealed. The device was stored and prepped as per the instructions for use (IFU). One picture was attached to the complaint file in which it was noted that the stent was already detached from the delivery system. The rest of the device cannot be evaluated since it remain inside of the hoop dispenser. No damages were noted in the stent, this was noted fully expanded and both ends were noted completed flared. A non-sterile EU 4.5x28mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the distal end of the delivery wire was found slightly stretched. No damages were observed on the introducer nor the detached stent. The stent was inspected under magnification and no abnormalities were found on it (i.e. No broken struts, no kinks). Both of the stent ends were noted to be completely expanded. The distance between the delivery wire tip and reference marker was measured and it was confirmed to be within specifications. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issues regarding a stent body being detached prematurely was confirmed since the stent was noted to be already detached. With the limited information available, a conclusive cause cannot be determined, however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stretched condition of the delivery wire was not originally reported, the exact time of the occurrence cannot be determined, and it is not considered a contributing factor to the issue reported. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ carefully place the dispenser hoop into the sterile field. ¿ remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the wire and introducer together to prevent stent movement. Remove the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, prior to the procedure, when the physician opened the packaging of an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 6948535), he observed that the stent body was detached prematurely from the delivery wire. There was no patient injury as the device was not clinically used.

Manufacturer narrative:
Product complaint #: (B)(4). Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One picture was attached to the complaint file in which it was noted that the stent was already detached from the delivery system. The rest of the device cannot be evaluated since it remain inside of the hoop dispenser. No damages were noted in the stent, this was noted fully expanded and both ends were noted completed flared. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issues regarding a stent body being detached prematurely was confirmed since the stent was noted to be already detached. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.